Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 34mmx6mm, de novo target lesion was located in the mildly tortuous and severely calcified iliac femoral artery. A 6x37x75 express ld vascular stent was advanced, however, significant resistance was encountered due to calcification. It was noticed that the mesh of the stent was perforated. The procedure was completed and there were no patient complications reported. The patient's status was stable.